Event description:
Information was received from user facility via a manufacturer representative regarding a device used for spinal therapy. It was rep orted that, the guide didn¿t lock during set assembly. Product was used according to the labelling. The event was happened during set assembly/processing. This drill guide has been used many times in the operating room successfully. There was no patient involvement reported. No further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of part # 6956005 ; lot# ct10e006 visually the drill stop appears to be in good condition. When functional checked the depth gauge will move in and out even if locked. Upon disassembly there is visually a good bit of wear on the locking tabs, preventing the instrument from functioning as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.